Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia and dizziness. It was also reported that a header connection issue was observed on the implantable pulse generator (ipg). During the ipg revision, it was noted that the screw could not be tightened. In addition, no pacing was observed. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.